Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusion and device code. The device was not returned for evaluation. Since the valve serial number was not provided, a DHR review and a lot history review were unable to be performed. Imagery was provided and calcification was observed on the valve. While edwards durability testing of sapien xt valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no edwards defect was identified, no corrective or preventative actions are required. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variablity and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. In this case, complaint was confirmed by returned imagery. Based on the limited information provided, the root cause for the valve degeneration approximately 8 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (reference patient comorbidities).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, through the review of the medical article: "trans-catheter valve-in-valve implantation with a novel balloon expandable device in patients with bioprosthetic heart valve failure: a case series". Case report of an 87 year old female with permanent atrial fibrillation and a failed 26-mm sapien xt thv implanted percutaneously 8 years before was referred for valve in valve procedure. A 24.5-mm myval thv was chosen and successfully implanted within the sapien xt valve.